Manufacturer narrative:
The device was not returned for evaluation. The balloon burst was grossly confirmed via the photos taken at the account. Based on the information received, operational context most likely contributed to the balloon burst. The damage noted at the hub-shaft connection was unrelated to the balloon burst and is considered to present low risk to the patient and is being addressed through edwards quality system. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warnings and precautions: ¿care should be used when handling the devices. Damage may result from kinking or stretching the devices. Proper surgical procedures and techniques are the responsibility of the medical profession. Described procedures are provided for informational purposes only. Each physician must determine the appropriate use of this device for each patient based on medical training, experience, the type of procedure employed, and the benefits and risks associated with device use.¿ trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the balloon of an intra-aortic occlusion device spontaneously ruptured after initial inflation during administration of antegrade cardioplegia. It was reported that the balloon appeared to have ruptured horizontally across and may have fragmented. The device was not replaced and the mitral valve replacement case was completed via cold fibrillation since the patient did not have aortic insufficiency. The account elected to not release the device to edwards and was considering sending the device out for independent analysis. Further information revealed, there was some atherosclerosis in the patient's ascending aorta that might have contributed to loss of balloon integrity. The surgeon had never experienced a spontaneous balloon rupture before. Post-operatively, the patient was discharged with no reported complications. An edwards representative was able to examine the device and take photographs of the device at the hospital. Incidentally, it was noticed the shaft was broken at the connection with the hub.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The complaint trend was assessed and found to be in control.